Event description:
The reporter indicated that the surgeon had 28 implantable collamer lens complaints regarding patients who had elevated intraocular pressure; half had pressure of 30mmhg or higher. A portion of the patients required extensive treatment and observation such as burping the paracentesis over a period of hours; acetazolamide and drops.

Manufacturer narrative:
Claim#: (B)(4).